Event description:
The customer reported that the system would take a few exposures, then would shut down uncommanded while displaying multiple error messages. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced various parts and reloaded software, but the system still is not working. No conclusion can be drawn as repair info is not available.